Manufacturer narrative:
Block h6: imdrf device code a07 captures the reportable event of the device delivering energy intermittently. Block h10: the axios stent and electrocautery enhanced delivery system were received for analysis. Visual inspection found that the stent was fully deployed and expanded on the delivery system. An electrical inspection related to the continuity between the rf connector and distal rf electrode was performed, and no problems were noted. The device was also connected to the erbe, and bubbles were seen in the saline solution, which is evidence that the tip is working properly. No other damages were noted with the stent or the delivery system. Product analysis did not confirm the reported events of cautery delivering energy intermittently and cable connection issues because the device passed all electrical and functional inspections. Therefore, taking all available information into consideration, the overall root cause of the reported event is no problem detected. A product labeling review identified that the device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudocyst during an endoscopic ultrasound (eus) with pseudocyst drainage procedure performed on (B)(6) 2024. During the procedure, the electrosurgical generator cable would not stay connected to the monopolar plug of the axios handle. The cautery was able to work; however, there was only blanching of the tissue. The procedure was completed with another axios stent. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudocyst during an endoscopic ultrasound (eus) with pseudocyst drainage procedure performed on (B)(6) 2024. During the procedure, the electrosurgical generator cable would not stay connected to the monopolar plug of the axios handle. The cautery was able to work; however, there was only blanching of the tissue. The procedure was completed with another axios stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a07 captures the reportable event of the device delivering energy intermittently.